Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a pocket revision. The pocket had become uncomfortable as a result of the pt falling on numerous occasions (non device related). The pocket was revised and lead extensions were added. The pt was reportedly doing fine.